Manufacturer narrative:
Add'l 510(k): k112119, k090140, k073374, k061815. Corrected data compared to maude event report mw5042714. Summary of investigational findings: the patient's medical history is unknown at this time, ie., it is unknown when and why the filter was implanted. However, fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. Imaging was reviewed. However, based on the available information, cook medical is not able to conclude a root cause for the filter fractures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e g intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
According to complainant: filter is broken- leg fragments in spine, one left along psoas muscle inferiorly, missing two arms. Tip embedded in (B)(6) 2014 and patient was referred to explanting physician due to unsuccessful removal attempts. Referred physician: initial imaging showed two fragments extravascular in abdomen, one in right ventricle and one in right pulmonary artery forceps were used to remove the filter cardiac fragments and pulmonary fragments were unable to be removed. Other fragments were not removed as extravascular. Patient had echo showing normal function and no pericardial effusion CT surgery consult thinks fragments in right ventricle should be watched and will watch other fragments as well. No additional procedures. Patient is doing well and returned to (B)(6). Ref mw5042714.

Event description:
Description according to complaint: filter is broken: leg fragments in spine, one left along psoas muscle inferiorly, missing two arms. Tip embedded in (B)(4) 2014 and patient was referred to explanting physician due to unsuccessful removal attempts. Referred physician: initial imaging showed two fragments extravascular in abdomen, one in right ventricle and one in right pulmonary artery. Forceps were used to remove the filter. Cardiac fragments and pulmonary fragments were unable to be removed. Other fragments were not removed as extravascular. Patient had eacho showing normal function and no pericardial effusion. CT surgery consult thinks fragments in right ventricle should be watched and will watch other fragments as well. No additional procedures. Patient is doing well and returned to (B)(4). Patient outcome: filter was removed via forceps. No filter fragments were able to be retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is in progress.